Event description:
It was reported that the patient experienced a change in therapy effect. It was reported that the patient developed gangrene and had one leg removed by amputation.

Event description:
It was reported that the patient had a missed refill, therefore the pump was alarming and the patient was experiencing a decrease in therapeutic effect. The reporter stated that a refill was missed, and acute pain was experienced. The pump had been alarming the last couple of months up to the reported date. Reporter stated that it was uncertain why, but it was difficult to get in to see the provider for refill, and it was thought to be difficult because "the healthcare provider felt the patient was neglecting the pump", however "the problem is getting to and from the house to clinic". Patient had been admitted to the emergency room twice or three times in the last month for severe pain. The patient also started taking blood thinners, as it was thought there may be a blood clot "near the pump location". It was not reported what the medications were in the pump, or the patient outcome. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).